Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2016 with the following findings: during investigation, the pump powered on with a cs 069 call service. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap contact height and width measurements were found to be within specifications. The pump was opened and no damage was observed to power circuit. Further testing for the intermittent power issue was unable to be performed due to an eeprom component failure issue which was reported under medwatch report number 2531779-2016-00545. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.